Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Images were returned for evaluation: an imaging evaluation of the returned clinical items was performed by an imaging specialist. The items received could not be used to perform a full imaging evaluation because they did not meet the dicom standard. Therefore, the extent and accuracy of the observations and findings were limited due to the completeness, format and/or quality of the items provided for review. Evaluation of the reported failure mode could not be conducted with the items returned for review. The following was noted during evaluation: there appears to be at least one deployed device present on the left side. Unable to identify deployment location in relation to a branch or vessel due to lack of contrast. Investigation conclusion code d15: the reported stent dislodgement during withdrawal could not be independently confirmed with the available information, including imaging evaluation. Investigation conclusion code d1002: reported event details indicate the vbx device became caught on a previously implanted stent during withdrawal, and there was subsequent stent dislodgement observed. Therefore, the root cause of the stent dislodgement is consistent with an unintended device interaction resulting in procedural difficulty as reported.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, a patient presented with in-stent re-stenosis of medtronic visi-pro stents in an external iliac artery and underwent treatment utilizing four gore® viabahn® vbx balloon expandable endoprostheses (vbx) devices. The physician gained femoral access and advanced a vbx device through an 8fr x 23 cordis brite tip¿ sheath. The device was unable to be advanced to the intended location, so the physician decided to withdraw the device. During withdrawal, the vbx device became caught on a previously implanted stent and dislodged from the delivery catheter. The vbx balloon delivery catheter was removed from the patient, and a 4 x 60 medtronic evercross pta balloon was advanced into the undeployed vbx device. After the vbx device was initially expanded, the physician upsized to a 7x60 medtronic evercross pta balloon and optimally deployed the vbx device within the external iliac artery. The dislodged vbx device was deployed within an intended area of treatment, preserving the hypogastric artery. Three additional vbx devices were used to complete the procedure with no incidence. The patient tolerated the procedure with no reported harm.